Event description:
It was reported that during a ptca procedure, the maverick2 monorail balloon ruptured at 10 atms during pre dilation. (The number of inflations performed is unknown). The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported.